Manufacturer narrative:
The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient experienced abdominal pain and vomiting. On (B)(6) 2026, the patient was admitted to the hospital, where an examination revealed that the peg tube was perforated inside the intestine.